Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot no lot information available.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis with valgus deformity, patella femoral disease, and a tight popliteus tendon. The patella was resurfaced and competitor cement x 1 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to aseptic loosening. Upon entering the joint, scar tissue was debrided. The femoral component was loosened at the competitor cement to bone interface and revised. The surgeon discovered a large femoral bone cyst that was debrided. The tibial tray was loosened and debonded at the cement to implant interface as well as the competitor cement to bone interface. The patella was well-fixed and retained. There was noted polyethylene wear on the revised tibial insert. The patient was revised with a competitor knee construct. The procedure was completed without complications. Doi: (B)(6) 2018 dor: (B)(6) 2020 right knee.